Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 72-in non-dehp microboree ext sets were clogged/blocked/occluded. The following information was provided by the initial reporter: rn used 5 different sets of syringe tubing bd maxguard extesion set , ref#me2059, lot #20047165 very difficult to prime with saline. Pump beeped occlusion the whole time while trying to infuse benedryl.

Event description:
It was reported that 5 72-in non-dehp microboree ext sets were clogged/blocked/occluded. The following information was provided by the initial reporter: rn used 5 different sets of syringe tubing bd maxguard extesion set , ref#me2059, lot #20047165 very difficult to prime with saline. Pump beeped occlusion the whole time while trying to infuse benedryl.

Manufacturer narrative:
H.6. Investigation: 3 samples were returned by the customer. It was reported that 5 different extension sets had difficulty in priming with saline. The returned sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a blue dye/water mixture. The sets were able to be flushed. The failure was unable to be replicated. A device history record review for model me2059 lot number 20047165 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined because the failure was unable to be replicated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20047165 regarding item #me2059. H3 other text : see h.10.